Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, the stapler was fired, but the staples did not hold. There was bleeding on the staple line area of the splenic vein. The bleeding was controlled. There was an estimated blood loss of 1500ml.